Manufacturer narrative:
Concomitant product(s): ddbb1d1 ICD, implanted- (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had spasms and palpitations on the right side of their chest. The patient said the physician turned off/inactivated the lead. No further patient complications have been reported as a result of this event.